Event description:
This lead was explanted and replaced after the patient experienced recurrent inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a slightly damaged steroid collar, which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported inappropriate shocks. In particular the measurements during the electrical tests were accordingly to the technical specifications. No short circuit could be measured. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.